Event description:
A customer reported the system displayed an error message and system locked during surgery. The customer changed the temperature sensor and cleaned the air filter. The system was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the reported issue. The company representative replaced the lamp module thermistor. The company representative then performed general cleaning of the system air filters. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).